Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000458378 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 had persistent occlusion alert on insufflation system while connected to the vh-4000 blunt tip trocar (btt). The btt balloon was not inflated. There is no second port for insufflation during the dissection phase of the procedure. There was no leakage because co2 was not being insufflated. The btt was set to 3mmhg and 12mmg for flow and pressure settings. When not connected to the btt the insufflator was responding appropriately. Attempts were made to disconnect and reconnect without any success. There was no procedural delay. There were no patient harm.

Manufacturer narrative:
Tw: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.